Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Event description:
On (B)(6) 2025, an 87-year-old female patient with a history of atrial fibrillation (afib), diastolic heart failure, and high blood pressure underwent a ureteroscopic stone removal procedure with the cvac aspiration system. Baseline stone burden was 2.8cm predominantly composed of staghorn calculi. Operation notes indicated the patient had poorly controlled afib before the induction of surgery that worsened intraoperatively and post-operatively. The patient also started experiencing hematuria toward the end of the case. The procedure was successfully completed with the cvac system and there was no evidence of continuous elevated pressure excursion. The patient was 95% stone free at the end of the procedure. Progress notes on (B)(6) 2025 (the day of surgery) indicated the patient remained hospitalized due to diagnoses of hematuria, nephrolithiasis and afib. On the following day, the patient was transferred to the ICU for the management of afib and sepsis, as lactate levels were high. Both conditions were managed medically with digoxin, metopolol, zosyn and vancomycin. The patient was discharged from the ICU on (B)(6) 2025 and later from the hospital on (B)(6) 2025 and is reported to be fully recovered. The treating physician stated that the patient exhibiting afib was not related to the device and further noted that these outcomes could have happened with standard ureteroscopy.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The specific lot number of the device used during this procedure was not reported to calyxo; however, a lot history review (lhr) of all devices shipped to the account was performed which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that these potential lot numbers met all design and manufacturing specifications when released for distribution. Sepsis is a recognized risk associated with ureteroscopic procedures, with an incidence of approximately 5% reported for urs.